Event description:
The customer reported that, "since the summer has started she has been having problems with running very low" (bg levels). She "was found unresponsive by her aunt"; the aunt had given her "karo syrup and orange juice." Ems was called, who "took about one hour of giving her d50 drip"; her bg level at this time was 115 mg/dl (with the ems' meter). Another bg reading was taken (with the pdm), which read 60 mg/dl. (The length of time between meter readings is unk). The customer did not end up going to the hosp. The pdm will be returned for eval.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to erroneous bg readings. The bg meter was thoroughly evaluated - all readings tested fell within specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on investigation results, there is no indication of any pdm failure that would have caused discrepant readings when compared to readings from the ems' bg meter. No problems were found. No internal corrective action has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed without issue.